Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level at the time of the incident was 570 mg/dl. The customer was treated with insulin pump as well as manual injections for high blood glucose level. The customer had sausage, bacon and a piece of toast for breakfast. The customer declined the troubleshooting for high blood glucose levels. The device is not expected to be returned for analysis.